Event description:
Customer reported the insulin pump alarmed button error and no delivery. Customer stated the device had died on her. Customer's blood glucose was unknown. Customer did not have device with her and was unable to troubleshoot. Customer did not remember blood glucose at the time of event. Customer did not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back-up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.